Event description:
It was reported that during an open gastrectomy procedure, there were malformed staples and the surgeon hand sutured to complete the surgery. The procedure was extended by 30 minutes.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.